Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, fatigue and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, fatigue, genital haemorrhage and procedural pain to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of plaintiff's fallopian tube on or about (B)(6) 2017, plaintiff underwent a CT scan of her abdomen and pelvis, which revealed that her left essure coil had perforated her fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube / perforation (fallopian tube(s))"), device dislocation ("malposition of essure device location of device: CT scan showed essure devices within the fallopian tubes / one part of the left essure device may be outside of the fallopian tube"), embedded device ("the essure device was embedded in my uterus"), device expulsion ("the essure device was embedded in my uterus"), genital haemorrhage ("abnormal bleeding / occasional spotting") and uterine haemorrhage ("irregular uterine bleeding with passage of clots") in a 45-year-old female patient who had essure (batch no. 825627,871978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, asthma, orthopedic procedure in 2000, endometrial hyperplasia and knee operation. Previously administered products included for an unreported indication: dilaudid. Past adverse reactions to the above products included rash with dilaudid. Concurrent conditions included heartburn, dysfunctional uterine bleeding, cough nonproductive, allergic reaction to analgesics, gerd, vomiting, diarrhea, overweight, menometrorrhagia and dysfunctional uterine bleeding. Family history included cancer (mother). Concomitant products included losartan since 2010. In january 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), rash pruritic ("rashes or skin conditions type: itching rash on right shoulder") and dermatitis contact ("irritant dermatitis"). On (B)(6) 2012, 1 month 26 days after insertion of essure, the patient experienced pollakiuria ("bladder or urinary problems or changes : frequent urination"). In march 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), gardnerella test positive ("gardnerella positive"), vaginal discharge ("vaginal discharge") and pruritus genital ("genital itching"). In april 2012, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2012, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). In july 2012, the patient experienced dysuria ("bladder or urinary problems or changes : dysuria"). In august 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In april 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain. In july 2017, the patient experienced cervicitis ("other injury(ies) or complication(s) please describe: chronic cervicitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), pain of skin ("rashes or skin conditions type: soreness"), tooth disorder ("dental problems"), pelvic pain ("pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (underwent ablation on (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device expulsion, uterine haemorrhage, fatigue, mood swings, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, urinary tract infection, gardnerella test positive, pain of skin, rash pruritic, dermatitis contact, migraine, headache, nausea, tooth disorder, dysmenorrhoea, pelvic adhesions, dyspareunia, pelvic pain, vaginal discharge, weight increased, cervicitis, alopecia, pruritus genital, pollakiuria, dysuria, menometrorrhagia and abdominal pain upper had resolved, the genital haemorrhage and procedural pain outcome was unknown and the vision blurred had not resolved. The reporter considered abdominal pain upper, alopecia, bacterial vaginosis, cervicitis, cystitis, dermatitis contact, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, gardnerella test positive, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pain of skin, pelvic adhesions, pelvic pain, pollakiuria, procedural pain, pruritus genital, rash pruritic, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Placement with about 3 coils out the right ostium and 6 coils projecting out the left ostium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of plaintiff's fallopian tube on or about (B)(6) - 2017, plaintiff underwent a CT scan of her abdomen and pelvis, which revealed that her left essure coil had perforated her fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- abdominal pain, vaginal discharge , bacterial vaginosis,fallopian tube perforation. Batch number: 825627 man date: 2011/01 exp date: 2014/01 batch number: 871978 man date: 2011/06 exp date: 2014/06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left essure coil had perforated her fallopian tube / perforation (fallopian tube(s))"), device dislocation ("malposition of essure device location of device: CT scan showed essure devices within the fallopian tubes / one part of the left essure device may be outside of the fallopian tube"), embedded device ("the essure device was embedded in my uterus"), device expulsion ("the essure device was embedded in my uterus"), genital haemorrhage ("abnormal bleeding / occasional spotting") and uterine haemorrhage ("irregular uterine bleeding with passage of clots") in a 45-year-old female patient who had essure (batch no. 825627,871978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, asthma, orthopedic procedure in 2000, endometrial hyperplasia and knee operation. Previously administered products included for an unreported indication: dilaudid. Past adverse reactions to the above products included rash with dilaudid. Concurrent conditions included heartburn, dysfunctional uterine bleeding, cough nonproductive, drug hypersensitivity, gerd, vomiting and diarrhea. Family history included cancer (mother). Concomitant products included losartan since 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), rash pruritic ("rashes or skin conditions type: itching rash on right shoulder") and dermatitis ("irritant dermatitis"). On (B)(6) 2012, 1 month 27 days after insertion of essure, the patient experienced pollakiuria ("bladder or urinary problems or changes : frequent urination"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), gardnerella test positive ("gardnerella positive"), vaginal discharge ("vaginal discharge") and pruritus genital ("genital itching"). In (B)(6) 2012, the patient experienced fatigue ("fatigue / fatigue"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and menometrorrhagia ("menometrorrhagia"). In (B)(6) 2012, the patient experienced dysuria ("bladder or urinary problems or changes : dysuria"). In (B)(6) 2012, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced pelvic adhesions ("surgery (other) type of surgery: lysis of adhesions"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain. In (B)(6) 2017, the patient experienced cervicitis ("other injury(ies) or complication(s) please describe: chronic cervicitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), pain ("rashes or skin conditions type: soreness"), tooth disorder ("dental problems"), pelvic pain ("pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) surgery (underwent ablation on (B)(6) 2012). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, embedded device, device expulsion, uterine haemorrhage, fatigue, mood swings, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, urinary tract infection, gardnerella test positive, pain, rash pruritic, dermatitis, migraine, headache, nausea, tooth disorder, dysmenorrhoea, pelvic adhesions, dyspareunia, pelvic pain, vaginal discharge, weight increased, cervicitis, alopecia, pruritus genital, pollakiuria, dysuria, menometrorrhagia and abdominal pain upper had resolved, the genital haemorrhage and procedural pain outcome was unknown and the vision blurred had not resolved. The reporter considered abdominal pain upper, alopecia, bacterial vaginosis, cervicitis, cystitis, dermatitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, dysuria, embedded device, fallopian tube perforation, fatigue, gardnerella test positive, genital haemorrhage, headache, hot flush, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, pain, pelvic adhesions, pelvic pain, pollakiuria, procedural pain, pruritus genital, rash pruritic, tooth disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: following the surgery, plaintiff suffered a painful post-operative recovery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of plaintiff's fallopian tube on or about (B)(6) 2017, plaintiff underwent a CT scan of her abdomen and pelvis, which revealed that her left essure coil had perforated her fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming- abdominal pain, vaginal discharge , bacterial vaginosis". Most recent follow-up information incorporated above includes: on (B)(6) 2018: events -"hormonal changes describe: mood swings, hormonal changes describe: hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, infection (bladder/ urinary tract/vaginal) type: bladder, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, gardnerella positive, malposition of essure device location of device: CT scan showed essure devices within the fallopian tubes / one part of the left essure device may be outside of the fallopian tube, rashes or skin conditions type: soreness, rashes or skin conditions type: itching rash on right shoulder, irritant dermatitis,migraines, headaches, the essure device was embedded in my uterus, nausea, dental problems, dysmenorrhea (cramping), surgery (other) type of surgery: lysis of adhesions, dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurred vision, weight gain, other injury(ies) or complication(s) please describe: chronic cervicitis, hair loss, genital itching, bladder or urinary problems or changes : frequent urination, menometrorrhagia, irregular uterine bleeding, stomach pain", lot number, reporter, historical condition added from pfs. On (B)(6) 2018: reporter, historical and concomitant condition added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.